Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted with a proglide device after a neurovascular interventional procedure using a 6f sheath. Femoral imaging was not performed prior to the procedure. Reportedly, the suture was not present when the plunger was removed. The device was removed and it was found that the rear foot was broken (separated). A b-ultrasound examination was done, and it was confirmed that the separated foot was not left in the patient's body. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture not present when the plunger was removed¿ and the separated foot were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the lack of femoral imaging contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3: the device was initially reported as not returning; however, it was returned for analysis.